Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 414mg/dl. The customer had no any symptoms and treated with bolus through pump for high blood glucose level. Customer¿s stated that at breakfast blood glucose value was 121 mg/dl and at lunch 153mg/dl. Customer reported that the high blood glucose. Customer had issue with sensor troubleshooting was performed for sensor. Customer declined for troubleshooting for high blood glucose level. The product was returned for analysis.